Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was evident behind the display lens and the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/24/2014 with the following findings: the reported no-power issue could not be adequately investigated due to internal moisture damage, thus no conclusions can be determined in this regard. Several inexplicable reboot events, which can be indicative of the type of power issue reported, were observed in the black box data. Moisture was present behind the display lens. The battery compartment was intact. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump failed a leak test due to a display lens leak. The pump case was removed, and evidence of moisture damage was found on internal components. The relation of the aforementioned device failures to the reported no-power issue can not be determined, as the reported no-power issue would have to be duplicated to determine such. Unrelated to the reported no-power issue, the display screen was found to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.